Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third party service agent evaluated the customer device and was unable to reproduce or verify the reported issue. The third party service agent provided physio-control with the electronic record from the event. Upon review of the electronic record, physio-control observed that the device was not connected to ac power (as annotated by a "ac power loss" event) and that 25 seconds after powering on, the device powered off. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported event could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device lost power when preparing to use the device on a patient. The customer had intended to use the device on a patient. The patient associated with the reported event was not harmed.